Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. There were no other complaints for similar condition for this lot number. DHR was conducted and on anomalies noted. Quality will continue to monitor on monthly trend.

Event description:
On (B)(6) 2014, the reported stated that the pharmacist administered a zostavax immunization. Upon activation of the safety device she was splashed in the eye with contaminant from the syringe. She held the syringe at arm's length with the needle pointed to the sharps container. The sharps container was beside her and the needle tip was in the opening of the container. She went to an urgent care center and was prescribed viroptic. She has had no lasting effect from the incident.